Manufacturer narrative:
Updated data: section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012146901); product type: 0195-heart valves use by date [2026-02-12] UDI [(B)(4)]. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Omitted annex e code e0515 from this report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Was received that clarified previously reported information indicating that due to the anatomical structure, which had little calcification and an enlarged ascending aorta, the valve dislodged making it difficult to place the valve and a dissection did not occur. The deployment starting point was at the bottom of the pigtail catheter. The valve dislodged ventricular. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeter¿s (mm), and the implant depth on the left coronary cusp (lcc) was 6 mm. After the valve dislodged, the implant depth on the ncc was 6 mm and the implant depth on the lcc was 10 mm. A non-medtronic (safari) guidewire was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Section references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID (B)(4) (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was placed to treat the patient's aortic stenosis (as). After pre-dilation, electrocardiogram (ECG) showed a junction and complete atrio-ventricular block (cavb) was confirmed. There was a little calcification present and the ascending aorta was enlarged. A dissection therefore occurred, and placement of the valve was somewhat difficult as the valve was dislodging. The cavb did not recover, and it was impossible to assess intra-operatively whether the valve contributed to the cavb. The valve was placed deeper than usual, at about 5mm on the non-coronary cusp (ncc), and the procedure was completed. The patient was recovering after being discharged to the intensive care unit (ICU), however the atrio-ventricular (av) block started again. A permanent pacemaker was implanted one day after the procedure. No additional adverse patient effects were reported.